Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose levels exceeded the normal range and were displayed as "high" on the cgm. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. The customer simply resumed insulin use without changing any supplies.